Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that one ¿lead¿ disconnected from where they anchored it to his body and the healthcare professional (hcp) repaired the lead. No drug or outcome reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.